Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, a teardrop-shaped clip came out at feeding. After the event, the same event continued several times. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Ion the analysis results found that the el5ml device was returned in good visual condition. In addition, one bag with one clip with gap was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed one conforming clip and one clip with gap as the clip snapped towards the tissue stop. In addition the device locked out as intended; however, the orange indicator wheel was found to be under-traveled. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.